Event description:
On aug 18th, a pt was on fentanyl. The nurse went into the drug library of the space infusomat and picked fentanyl. The drug was programmed to run in mcg/kg/hr. The nurse confused it with the way they infuse pca's (mcg/hr) so she programmed 25 thinking it was in mcg/hr....apparently she did not see that the dose said mcg/kg/hr. She said she expected to hear a doseguard alert if the pump was programmed too high. The doseguard alert had to pop up on the screen, but she did not recall seeing it. The nurse pressed start and the infusion ran for a few hrs at a substantially higher dose/rate than prescribed. The nurse realized this and corrected it. The pt was ok and was released from the hosp a few days later. The pump was not sequestered to download the data log, so the pump will not be returned.

Manufacturer narrative:
B. Braun rep, infusion systems specialist, indicated that the facility will not return the pump to b. Braun for eval. There was no pt injury.